Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a motor error and insulin pump rejecting the new batteries also random no delivery alarms. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current test, unexpected restart error test, rewind, basic occlusion, occlusion and prime. No excessive no delivery alarm, no motor error alarm and no unexpected battery power loss anomaly during test noted. Motor passed motor test. Insulin pump received with minor scratched lcd window.